Manufacturer narrative:
(B)(4).

Event description:
A consumer and health care provider (hcp) reported the patient had an infection of their foot with fever and chills. The infection was osteomyelitis and the patient was going to have a PICC line placed. The hcp was unsure if the infection was device related. The patient's indication for use is parkinson's dual and movement disorders. No cause, actions/interventions, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.